Manufacturer narrative:
Information has been requested as to expiration date and manufacture date. No address, no phone number, no name of initial reporter and their title was provided. A request to international sub to obtain this information has been sent by e-mail. Product was not returned for evaluation. End of report.

Event description:
It was alleged a 3m¿ ranger¿ high flow disposable set had a leak at the level of the screw thread of the lure cap. After draining the tubing an attempt was made to screw the cap again but leak was continuous. The type of fluid being used was not specified. In addition there was not patient injury.

Manufacturer narrative:
Provided expiration date and manufacture date missing from initial report.

Manufacturer narrative:
(B)(6).